Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. The patient was hearing a non-critical alarm coming from the pump. It was reported that the pump was near the elective replacement indicator. The patient reported that the healthcare professional told them that they were getting close to the point where they need to get the pump replaced. No symptoms were reported. No further complications were anticipated/reported. Additional information was received (B)(6) 2019 from the patient who reported that the alarm had been resolved. The cause for the alarm was determined and it was because the battery was about to be depleted. The patient was having the pump replaced on (B)(6) 2019. No further complications were reported/anticipated. Additional information was received on (B)(6) 2019 from the patient. The patient confirmed that the cause for the pump alarm was the battery, which was depleted. The patient also confirmed that their pump had been replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-may-09. The patient's weight was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.